Event description:
Dealer alleges the right plastic paddle is broken on the push nut. Unit purchased through lake court medical, they will be contacted to replace unit. Purchased by end user by 11/11/2014.